Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam scope was not returned for investigation of the reported event. Visual inspection was unable to confirm the reported broken scope. The scope was bent along the hypotube section. No other anomalies were observed. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam scope / lot number 72001/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup carefully inspect the entire aquabeam scope to ensure that all visible blood and soil has been removed. If any residual debris is found, do not use the device and repeat reprocessing steps according to the aquabeam scope reprocessing instructions. Visually inspect all surfaces of the aquabeam scope for any damage or wear. Discontinue use of the aquabeam scope if any of the following signs of damage are found. Do not attempt to repair the aquabeam scope. Damaged surfaces may trap residual debris and interfere with the efficacy of the validated reprocessing methods. O cuts, slits or other structural damage along the exterior of the scope o separation or splitting between scope segments, including breaks or gaps that could expose the optical fibers inside the device if stressed by bending. Pay particular attention to the joint at the proximal key adapter. O kinks or sharp bends in the distal stainless steel section of the scope which could indicate structural damage. Gentle bowing of the scope is to be expected, as it is semi-flexible, and does not suggest a functional issue or prevent re-use. O pitting or corrosion on the distal stainless-steel section of the scope. O protrusions, roughness, or sharp edges along the surface of the device, including at the distal tip. O cracks or scratches on the optical surfaces/ if the aquabeam scope identifier marking becomes defaced or otherwise illegible, discontinue use. Verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). Note: obtain a new aquabeam scope if proper visualization cannot be verified. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. Confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. With the proximal key fully retracted, align the scope carriage over the proximal key adapter. Attach to the aquabeam handpiece by pushing the scope carriage forward to engage with the carriage track. Using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. Retract the aquabeam scope tip until the aspiration tube on the aquabeam handpiece is visible, for reference point. Adjust the camera so that the aspiration tube is at the 12 o'clock position. Advance the aquabeam scope forward to its fully distal position. The root cause of the damaged observed on the returned scope was unable to be established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Investigation is currently in-process. No root cause has yet been determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. No issues were found with the console. How the errors occurred remains undeterminable as no problems were detected during testing.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during set up the aquabeam scope broke. As a result, the aquabeam scope was replaced with a new unit and the procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.